Manufacturer narrative:
(B)(4). Additional information: age at time of event, date of birth, event problem codes, type of reportable event. On an unreported date, the patient was transferred to hemodialysis. One day prior to the receipt of this report, during hospitalization, the patient passed away. The cause of death was unknown. It was not reported if the patient was recovered from peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. During hospitalization, eight days after admission, dianeal therapy was discontinued and one day later the patient's peritoneal dialysis (pd) catheter was removed. It was unknown if additional treatment was provided. At the time of this report, the patient was recovering from the event and remained hospitalized. No additional information was provided regarding the outcome of the peritonitis event. No additional information is available.